Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed no anomalies were visually observed, tested ok. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had so many problems with charging their implanted neurostimulator from the beginning. Patient said they didn't want to get a spinal cord stimulator, but their healthcare provider kept saying it would help them. Patient mentioned historical information they had a battery revision done in (B)(6) of 2024. Patient also mentioned they ended up having breast cancer that they wouldn't have seen without the spinal cord stimulation x-rays and MRI's, so they fixed the battery, but the charging device has continued to have problems since day one. Patient stated they got so frustrated with charging the implant during cancer treatment that they just kept the stimulation off all together. Patient mentioned how for the MRI in (B)(6), the 'tech' representative (rep)) even had difficulty getting the equipment to work at the clinic. Patient stated it takes forever to find the device when trying to charge and most of the time they can't get it to stay excellent no matter what they do. Patient noted they have tried all kinds of things and the recharger has the worst time finding the device even though they have moved the implanted battery closer to the skin and they have a second scar from it. Patient confirmed there was no rattling or shaking sounds coming from the inside of the controller. Agent had patient reset controller by removing and reinserting li battery pack. Patient then tried to start a charging session of their implant and reported seeing poor recharge quality. Patient stated the recharger sometimes does not find the implant at all, and that when they do charge, the recharger will often get hot and drains the controller battery rapidly. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger. Patient will follow up with healthcare provider if replacement does not resolve the issue.

Manufacturer narrative:
Section h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.